Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (e-free). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (e-free). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), pain ("chronic pain"), dysmenorrhoea ("abdominal menstrual"), hypoaesthesia ("numbness and tingling throughout my body constantly"), paraesthesia ("numbness and tingling throughout my body constantly"), vulvovaginal discomfort ("constant pressure on my lady parts") and back pain ("pelvic pain and lower back") and was found to have weight increased ("weight gain"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, pain, dysmenorrhoea, hypoaesthesia, paraesthesia, vulvovaginal discomfort, back pain and weight increased outcome was unknown. The reporter considered abdominal distension, back pain, dysmenorrhoea, hypoaesthesia, pain, paraesthesia, pelvic pain, vulvovaginal discomfort and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter information was added. Events bloating, chronic pain, pain menstrual, numbness generalised, paraesthesia generalised, vaginal discomfort, pelvic pain female, low back pain were added. Event medical device removal was deleted and placed as a non-drug treatment for pelvic pain female, chronic pain, and low back pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), pain ("chronic pain"), dysmenorrhoea ("abdominal menstruel"), hypoaesthesia ("numbness and tingling throughout my body constantly"), paraesthesia ("numbness and tingling throughout my body constantly"), vulvovaginal discomfort ("constant pressure on my lady parts"), back pain ("pelvic pain and lower back"), abdominal pain lower ("cramping"), fatigue ("extreme fatigue") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, pain, dysmenorrhoea, hypoaesthesia, paraesthesia, vulvovaginal discomfort, back pain, weight increased, abdominal pain lower, fatigue and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, fatigue, feeling abnormal, hypoaesthesia, pain, paraesthesia, pelvic pain, vulvovaginal discomfort and weight increased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- abdominal pain lower, fatigue and feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: information received via social media. Events "abdominal pain lower, fatigue and feeling abnormal" were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.